Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). The device was explanted and replaced. The device is expected to be returned for analysis. No additional adverse patient effects were reported.